Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -10.5/+2.0/089 into the patient's left eye (os) on (B)(6) 2022. In a separate surgery that day the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).

Manufacturer narrative:
D4: unique identifier (UDI)# (B)(4), should be added to the initial MDR. Claim # (B)(4).